Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ffb board and camera lens were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently has no fluoro, also fluoro continues after release of the button. No patient injuries was reported.